Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data from (B)(6) 2024 at 13:21 h and 13:29 h were inspected. The data documented that the pacemaker was programmed to vvi-cls with a base rate of 60 bpm. The rv pacing parameters were 1.6 v / 0.4 ms and capture control was set to on. Further inspection of the statistic data confirmed that in (B)(6) 2024 the pacing percentage decreased from 100 percent to 0 percent. At this point the heart rate decreased to about 40 bpm. Despite the thorough analysis of the available data, the root cause of this observation was not determinable. The received mini-dump of the pacemaker showed no peculiarities. However, a full ram dump of the pacemaker was not available for analysis. Without ram dump, no further investigation is feasible. Should a pacemaker ram dump become available for analysis, this investigation will be updated.

Event description:
It was reported that the device shows a permanent loss of capture. They kept the patient on monitoring for 24 hours. The data has been sent for analysis.